Event description:
It was reported that during implant procedure patient's right ventricular (rv) lead exhibited high capture threshold. It was also noted that the lead helix failed to extend. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.